Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see h.10

Event description:
It was reported that during use with an unspecified bd vacutainer® blood collection tubes there was poor barrier separation. There was no patient impact. The following information was provided by the initial reporter: customer states - after centrifuging the tube at 1000 -1300 rpm for 10 min, the separator gel was at the bottom of the tube, after having it at ambient temp was centrifuged again and this time the gel move as expected.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the manufactures location and MFR site. The (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd vacutainer® blood collection tubes there was poor barrier separation. There was no patient impact. The following information was provided by the initial reporter: customer states - after centrifuging the tube at 1000 -1300 rpm for 10 min, the separator gel was at the bottom of the tube, after having it at ambient temp was centrifuged again and this time the gel move as expected.